Event description:
Registered nurse applied pulse oximeter (ox) sensor to patient's finger. Pulse ox cord connected to finger sensor and to monitor. The cord failed to transmit the pulse oximetry reading from the sensor to the monitor. Cable changed and reading was obtained. This resulted in a delay in patient care, no known harm at this time.